Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery was eleven days ago') and ovarian neoplasm ('ovary( and tumour covering on it)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have ovarian neoplasm (seriousness criterion medically significant) and experienced dysstasia ("couldn't even stand up") and procedural pain ("pain remains from surgery"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, ovarian neoplasm, dysstasia and procedural pain outcome was unknown. The reporter considered dysstasia, medical device removal, ovarian neoplasm and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: medical device removal, ovarian neoplasm, dysstasia, procedural pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.